Event description:
During index procedure a venaseal was used to treat a lesion located in the great saphenous vein 1. Approximately 3 years and 7 months post procedure patient suffered severe sepsis with septic shock. The patient was admitted to the hospital with complaints of left leg pain. On evaluation, patient was found to have sepsis secondary to left lower extremity cellulitis. A lower extremity duplex ultrasound was negative for deep vein thrombosis. A computed tomography scan of left lower extremity demonstrated cellulitis. No evidence of abscess or necrotizing infection. Vascular consult did not recommend surgical intervention. Supportive management limb elevation, compression, hospitalized, levophed-2 and intravenous antibiotics for 14 days. Subsequently discharged to skilled nursing facility. It was stated that the event is related to target limb. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.